Event description:
On (B)(6) 2025, the user called regarding a connection issue with dexcom g7 continuous glucose monitoring (cgm) sensor, which was in a 7-minute warmup phase. While waiting, the agent had the user perform a fingerstick reading of 382 mg/dl and manually enter it into the ilet. A follow-up confirmed bg had decreased to 261 mg/dl and was trending down. The highest blood glucose (bg) recorded was 382 mg/dl. Bg was corrected through manual entry and ilet insulin dosing. The user reported symptoms included thirst. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.